Event description:
(B) (4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 2.7mm and the lesion length was 18mm. Pre-procedure there was 96% stenosis and post-procedure 0% stenosis. A 2.75x20mm liberte stent was implanted. There was no attempt made for direct stenting. The procedure was a technical success. The patient was discharged on the same day as the index procedure with no anginal complaints or silent ischemia. The discharge medication was heparin (dose and duration not provided). The patient experience sudden cardiac death on the same day.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.